Manufacturer narrative:
Date of submission 11/07/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: review of the black box data revealed records of unexplained power on reset event at the time of the complaint. The black box data did not reveal any evidence of sudden drop in voltage that would indicate that an overheating event occurred. On examination, the battery compartment was confirmed to be cracked with evidence of moisture damage inside the battery compartment. On investigation, the pump powered on using the returned battery cap. Audio tone and vibration were present on start-up of the pump; however, the display screen remained blank. The blank display prevented the completion of all the investigation steps. Leak testing revealed moisture ingress at the site of the battery compartment damage; additional moisture damage was noted inside the pump on multiple internal components including the display flex cable and connector. Product analysis was not able to adequately investigate the alleged ¿temperature¿ complaint because the device was received in a condition that made investigation of the complaint impossible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was reported that there was damage to the battery compartment and moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.